Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was still in the procedure room post implant procedure. Upon interrogation, the pulse generator exhibited loss of output, loss of sensing, and high impedance. The pocket was reopened, the competitor leads were tightened at the set screw. All electrical measurements were in range and stable. The patient was in stable condition post operation.